Manufacturer narrative:
Adding revision hospital, doctor name, product information and updating evaluation codes.

Event description:
Allegedly the patient is suffering from mom complications. (Right) additional information received from litigation on march 21, 2017. Allegedly the patient was revised due to mom complications. Added the implant/explant dates. (Right)